Event description:
It was reported that the display on the patient programmer showed the "call your doctor" icon. A power on reset (por) condition also occurred. This was bypassed and the patient was able to recharge. The patient reported the por condition again two days later. It was unclear if this report of the por condition was a new event or ongoing from the previous event. The por was cleared and the issue was resolved. It was also reported that the patient reported never received therapeutic effect. No further details, patient symptoms or outcome were provided at the tie of this report. A follow-up report will be filed if additional information becomes available.

Manufacturer narrative:
(B)(4).